Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6) , ubd: 06-jun-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the lead was fractured/damaged/broken. Lead was completely fractured. This was discovered during the battery replacement surgery today. The patient has had his battery since 2013 so there was no way to interrogate and see impedances off prior to. His battery has also been end of service for some time so it¿s hard to say when fracture actually happened. The physician believes that the lead didn¿t have enough of a strain relief loop because it just wasn¿t long enough. So, he replaced with a 90 cm lead and also proactively replaced the second 75 cm lead that the patient had with a 90 cm lead to have more accommodation for movement of the spinal cord. The lead was replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75 lot#/serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the device was discarded.